Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements in the 140-ohm range. As a result, the patient was brought into the clinic for non-invasive programmed stimulation (nips). A 1.1j shock defibrillation threshold (dft) test without conversion was performed and the shock impedance measurement was 85 ohms. A 41j dft converted the patient and a code 1005 was recorded, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Technical services (ts) recommended lead replacement. This ICD and rv lead remain in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements in the 140-ohm range. As a result, the patient was brought into the clinic for non-invasive programmed stimulation (nips). A 1.1j shock defibrillation threshold (dft) test without conversion was performed and the shock impedance measurement was 85 ohms. A 41j dft converted the patient and a code 1005 was recorded, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Technical services (ts) recommended lead replacement. This ICD and rv lead remain in service at this time. No additional adverse patient effects were reported. Additional information received reported that the patient was sent home with a life vest and a referral to another hospital for extraction. However the patient has not decided whether he wants an extraction or another lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements in the 140-ohm range. As a result, the patient was brought into the clinic for non-invasive programmed stimulation (nips). A 1.1j shock defibrillation threshold (dft) test without conversion was performed and the shock impedance measurement was 85 ohms. A 41j dft converted the patient and a code 1005 was recorded, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Technical services (ts) recommended lead replacement. This ICD and rv lead remain in service at this time. No additional adverse patient effects were reported. Additional information received reported that the patient was sent home with a life vest and a referral to another hospital for extraction. However the patient has not decided whether he wants an extraction or another lead. No additional adverse patient effects were reported. Additional information received reported that during implantable cardioverter defibrillator (ICD) replacement for normal battery depletion (nbd), this right ventricular (rv) defibrillation lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This ICD was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements in the 140-ohm range. As a result, the patient was brought into the clinic for non-invasive programmed stimulation (nips). A 1.1j shock defibrillation threshold (dft) test without conversion was performed and the shock impedance measurement was 85 ohms. A 41j dft converted the patient and a code 1005 was recorded, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. Technical services (ts) recommended lead replacement. This ICD and rv lead remain in service at this time. No additional adverse patient effects were reported. Additional information received reported that the patient was sent home with a life vest and a referral to another hospital for extraction. However the patient has not decided whether he wants an extraction or another lead. No additional adverse patient effects were reported. Additional information received reported that during implantable cardioverter defibrillator (ICD) replacement for normal battery depletion (nbd), this right ventricular (rv) defibrillation lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This ICD was returned for analysis.